Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that during an ablation procedure with an intellamap orion high resolution mapping catheter, the patient experienced a pericardial effusion. Intermittent hypotension was noted throughout the procedure and was thought to be due to sedation. However, after completing isolation of the right inferior pulmonary vein (ripv), the systolic blood pressure dropped to 60 mmhg, with no left atrium (la) effusion. However, when intracardiac echocardiogram (ice) was withdrawn to the right ventricle (rv), it demonstrated a large effusion. A large volume pericardiocentesis was then performed, with removal of approximately 400cc of bloody fluid from the pericardial space. They discontinued the patient's heparin and then protamine was administered intravenous (IV)/ intramuscular (im). The event resolved the same day.